Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated weight of the patient was reportedly approximately (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, after deployment the clip was still attached to the vessel locator wings. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip-deployed. The vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset would have contributed to the reported clip being captured within the vessel locator wings, preventing it from being fully delivered to the arterial surface to close the vessel as intended. Contributing factors for bent vessel locator wings included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The vessel locator wings were inspected for proper assembly during manufacturing. There was no information reported or definitive evidence in the evaluation of the returned device to suggest incorrect deployment techniques which could have contributed to bent locator wings. Although, there were no challenging anatomical conditions reported, based on manufacturing inspection criteria and analysis of the returned device, the probable cause for bent vessel locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip placement and device removal. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for the reported lot revealed no other related incidents and there is no indication of a product quality deficiency.